Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 400s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve got fully re-sheathed one time due to non-uniform expansion. A post-implant balloon valvuloplasty was done with a 23mm non-abbott balloon due to moderate perivalvular leak (pvl). The final implant depth at non-coronary cusp (ncc) was 3.9mm and at left coronary cusp (lcc) was 5.5mm. Post procedure, the patient had a onset of left bundle branch block (lbbb) and no treatment required for lbbb. During hospitalization, the patient had a evidence of thrombocytopenia. The patient was reported stable and discharged on (B)(6) 2026.

Manufacturer narrative:
An event of perivalvular leak (pvl), and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. A cause for the reported heart block could be cascading effect reported pvl. However, this cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 400s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve got fully re-sheathed one time due to non-uniform expansion. A post-implant balloon valvuloplasty was done with a 23mm non-abbott balloon due to moderate perivalvular leak (pvl). The final implant depth at non-coronary cusp (ncc) was 3.9mm and at left coronary cusp (lcc) was 5.5mm. Post procedure, the patient had a onset of left bundle branch block (lbbb) and no treatment required for lbbb. During hospitalization, the patient had anevidence of thrombocytopenia. The patient was reported stable and discharged on (B)(6) 2026.